Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. PMA/510(k)#: k980987 / k151766. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the syringe 3 ml ll 200 s/c has been found experiencing three occurrences of leakage during use. The following has been provided by the initial reporter: material no. 309657, batch no. Unknown. It was reported there is leakage. Description of issue: certified diabetes educator was on call with customer to report syringes leaking while attempting to fill cartridge. Number of occurrences: 3. Item number: 3 ml syringe ¿ 309657. Product lot number: m266549. For bd product only, are samples available for investigation? Yes. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Customer reported bg 390 mg/dl.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown. The complaint could not be confirmed and the root cause is undetermined. H3 other text: see h.10.

Event description:
It has been reported that the syringe 3ml ll 200 s/c has been found experiencing three occurrences of leakage during use. The following has been provided by the initial reporter: material no. 309657 batch no. Unknown. It was reported there is leakage. Description of issue: certified diabetes educator was on call with customer to report syringes leaking while attempting to fill cartridge. Number of occurrences: 3 item number 3 ml syringe: 309657. Product lot number: m266549. For bd product only, are samples available for investigation? Yes. Did issue cause any injury? If yes, what type of injury?: no. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment?: no. Customer reported bg 390mg/dl.